Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a low blood glucose (bg) level of 41 mg/dl, where the customer required 3rd party intervention. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.